Event description:
The customer reported the system's remote user interface failed to operate. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part was identified and replaced. The system was then found to be operating as intended.